Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice during dwell 3 of 5. The baxter technical service representative (tsr) explained the alarm to the caregiver (cg). The cg reported a supply bag fell and the disconnected. The cg stated they will finish therapy by performing a manual exchange. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported at the time of the initial report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the sheath did not split properly. It was not known how hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Based on the information obtained during baxter's investigation, the cause of the alarm was due to the user placing the solution bag on an unstable surface and the solution bag disconnected during therapy. The results of a label review revealed that users are warned to place the solution bags on a flat, stable surface and to not stack bags. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The technical service representative (tsr) reviewed proper procedures per the user manual with the care giver. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The cause of the system error 2240 was determined to be due to the supply bag falling and becoming disconnected.